Event description:
It was reported that guidewire stuck occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.0mmx40mmx40cm sterling balloon catheter was selected for use. During the procedure, the kink in the shaft was noted and the device became stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications reported.